Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call indicating that they had excessive no delivery alarm. Customer's blood glucose at time of incident was 411 mg/dl. Customer was explained the alarm and possible causes. Customer reported that they are unable to troubleshoot at time of call and alarm did not occur during manual prime. Customer wanted to change out tubing. The customer reported via phone call that they had high blood glucose but not hospitalized. Customer's blood glucose at time of incident was 411 mg/dl. Customer tried to bolus and kept giving no delivery. Customer declined to troubleshoot for high blood glucose.